Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to the filter embedded in the inferior vena cava (ivc) wall, and lifetime anticoagulation. The following additional information received per the patient profile from (ppf) indicates that the device was unable to be retrieved although there have been no known recorded attempts to remove the filter. The patient became aware approximately six years and five months post implant that the device was unable to be retrieved. The patient reports to be suffering from pain, anxiety, is on blood thinner medication and mobility has been compromised. The indication for the filter placement and the medical history of the patient has not been provided. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, neither a device analysis nor device history record (DHR) review could be performed. The trapease vena cava filter is indicated for permanent use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films or post-implant images for review, the reported allegation of retrieval difficulty could not be confirmed. The timing and mechanism of the filter becoming embedded has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Pain, anxiety and decreased mobility do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken.

Manufacturer narrative:
As reported by the legal team, plaintiff underwent placement of defendants' trapease vena cava filter in or about (B)(6) 2010. The filter subsequently malfunctioned and caused injury and damages to plaintiff , including, but not limited to, filter embedded in the ivc wall, and lifetime anticoagulation. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.   The device was not returned for analysis.   A device history record (DHR) review could not be conducted as the sterile lot number was not provided.   Without procedural films for review, the reported filter tilt and retrieval difficulty could not be confirmed and the exact cause could not be determined.  However, the cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter.  Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall.  Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, plaintiff underwent placement of defendants' trapease vena cava filter in or about (B)(6) 2010. The filter subsequently malfunctioned and caused injury and damages to plaintiff , including, but not limited to, filter embedded in the ivc wall, and lifetime anticoagulation. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.